Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturing representative (rep) regarding a patient with an implan table neurostimulator (ins). It was reported that the patient had an infection unrelated to the spinal cord stimulator (scs) device. However, the infection then spread to the scs device, resulting in death. There are concerns that the retained scs may have served as a foothold and caused the infection to spread systemically. It was noted that the patient was also receiving dialysis. Details such as the date of death were unknown to the implanting physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). It was indicated that the patient's scs device/therapy was not causal or contributory with respect to the patient death. The initial source of infection was unknown. The scs device was the patient's first device from the manufacturer. They stated that the patient died at a hospital other than the scs implantation facility, and the scs surgeon does not have detailed information, so there are many unknowns regarding the infection. No further information was known. ***this event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe***